Event description:
It was reported that during a new system implant crosstalk was present on the device. All electrical measurements were normal and the crosstalk was not present when performing an atrial threshold. Lowering the atrial output did not make a difference in the crosstalk. Vss was enabled, but the response was intermittent due to some of the crosstalk events occurring. Rv pace sensitivity and leaving the defibrillation sensitivity nominal resolved the crosstalk. No issues were observed after the event.